Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 420 mg/dl at the time of incident. The customer declined to trouble shoot and was only calling for replacements. The product was not returned for analysis.